Event description:
It was reported that premature battery depletion was observed on the device. Device replacement was not performed due to the condition and age of the patient. There were no adverse consequences.